Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates an extension line leak during use.

Event description:
The customer reports: midline discontinued due to it being cracked where the hub and extension lines meet.

Manufacturer narrative:
(B)(4). The customer returned one single-lumen catheter for evaluation. The catheter contained obvious signs of use in the form of biological material and adhesive residue. Visual examination revealed the distal extension line contained a large hole/separation adjacent to the distal luer hub. The outer diameter of the distal extension line measured to be 0.0961" which is within specifications of 0.093-0.097" per product drawing. The inner diameter of the distal extension line measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized the distal line. The distal lumen leaked near the luer hub when pressurized. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. The distal extension line contained one hole/separation adjacent to the luer hub. The appearance of the damage was consistent with a manufacturing related root cause. A non-conformance has been initiated to further investigate this molding issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: midline discontinued due to it being cracked where the hub and extension lines meet.